Event description:
The complainant stated that the head section will not move and the head cylinder is leaking fluid.

Manufacturer narrative:
Repairs have not been completed. A follow up report will be sent once the distributor discloses their investigation.